Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 14dec2018. Philips field service engineer (fse) confirmed the display was not working and the settings/readings could not be seen. The fse replaced printed circuit board assy video graphics controller. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the display was blurry. There was no patient or user harm reported. The event date was not specified; estimate used.